Manufacturer narrative:
Initial testing of the device was conducted at the user facility by the field service engineer on (B)(6) 2012. The power cord was received on (B)(6) 2012. Testing and investigation found the ground prong and blades on the ac power cord plug were bent. The probable cause for the bent ground prong and blades were use in the customer environment. If the ac power cord was attempted to be removed from an ac power outlet by pulling at an angle, it is possible to damage the ac power cord ground prong and blades. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ground prong and blades on the ac power cord plug were bent. The device was returned to the central processing department with an unsigned noted which stated, ¿broken.¿ no tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, it was noted that the ground prong and blades on the ac power cord plug were bent. There were no reports of any adverse pt events or delays in critical therapies while the pump was in clinical use. Though requested, no add¿l info was provided.